Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 451 mg/dl and 102 mg/dl, while using the suspect device. Reporter indicated that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.